Manufacturer narrative:
H.6. Investigation summary: seven open 31g x 5mm pen needle samples and eight photos were returned from an unknown lot. No., cat. No. 320129. A device history review could not be completed as no batch number was provided. Visual examination was carried out on the returned samples and photos and it was observed there was excessive adhesive on the patient end of the cannula. Investigation conclusion visual examination was carried out on the returned samples and photos and it was observed there was excessive adhesive on the patient end of the cannula. Root cause description the root cause of this issue is adhesive splatter from the dispense system. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd micro fine plus¿ 31 g × 5 mm pen injector needle had a hole in it. This was discovered after use. The following information was provided by the initial reporter: another hole was in the needle. Patient found it after used.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro fine plus¿ 31 g × 5 mm pen injector needle had a hole in it. This was discovered after use. The following information was provided by the initial reporter: another hole was in the needle. Patient found it after used.